Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported 2 years after the dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. Moreover, 10 ncm of primary stability was achieved.